Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during maintenance, the ht70 ventilator oxygen mixer was set to 80% but the actual value was 57% to 58 %. There was no patient involvement at the time of the reported condition. The oxygen mixer was replaced. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.